Event description:
It was reported that the patient presented for a follow-up in the clinic. It was noted that the implantable cardiac monitor (icm) was unable to interrogate, and an error message was displayed. A software related reset occurred. No intervention was performed, and the patient was in stable condition.

Manufacturer narrative:
The reported complaints of reset and failure to recover the device to be able be interrogated were confirmed. Based on the information provided, final analysis found that the device entered backup mode due to a power-on reset (por) event, which resulted in the real time clock reset.

Manufacturer narrative:
This report is to link this report to MFR-2017865-2025-15054 as these events were determined to be related.